Event description:
The pt reportedly experienced sound perception problems. In august 2005, the pt was seen for device evaluation. The pt continued to be monitored by the center. The pt was seen by a company representative for evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's device has not been scheduled.